Event description:
During an onsite visit, it was reported that spectrum pumps alarmed upstream occlusion. The charge nurse stated that the alarms occurred when the pumps were running "on the top, and the pump carriers they had did not allow for correct head height position". This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.